Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use foreign matter was discovered on/in device with a bd insyte autoguard shielded IV catheter. The following information was provided by the initial reporter: foreign material.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 7/30/2020 h.6. Investigation: our quality engineer inspected the sample and photograph submitted for evaluation. Bd received one opened unit and one bag containing an unknown material. In addition, one photograph was submitted which displayed the foreign matter received in the bag inside of the barrel of the unit. Upon inspection of the returned sample and the photo the only foreign matter observed is the black matter inside of the ziplock back. The foreign matter was microscopically inspected for any clues to its origin. The foreign matter was not linked to a specific origin based on our visual observation therefore, the foreign matter was sent for spectral analysis. The reported issue was confirmed. The foreign matter was found to be polyethylene. The material matched that of the bulk transfer bins used during manufacturing. A device history record review showed no non-conformances associated with this issue during the production of this batch. See h.10.

Event description:
It was reported that prior to use foreign matter was discovered on/in device with a bd insyte¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter: foreign material..